Event description:
Caller reported that pump displayed reset screen unexpectedly. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support in loading cartridge and resuming insulin, and was informed that the reset was part of the pump's safety features, functioning as intended. Customer understood these explanations and acknowledged the necessary actions.